Event description:
It was reported that a gradual increase of impedance of the active electrodes was observed. Re-implantation is scheduled for (B)(6) 2014.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.